Event description:
It was reported that a patient presented remotely via merlin.net, the right atrial (ra) lead exhibited over sensing noise resulted an inappropriate mode switch. No programming changes or any interventions were reported. The patient had no consequences.